Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ specialty use sterile hypodermic needle contained foreign matter described as "a fiber on the injection needle". No serious injury or medical intervention was reported.

Event description:
It was reported that bd precisionglide specialty use sterile hypodermic needle contained foreign matter described as "a fiber on the injection needle". No serious injury or medical intervention was reported.

Manufacturer narrative:
A photo was provided to bd for evaluation. Our quality engineer was able to review the provided photo and determined that the photo showed a used needle attached to a syringe. The attached needle and syringe appeared to be covered with what appears to be crystallized medication on the exterior of the hub. There appeared to be no fiber present on the syringe in the photo. Based on the provided photo the engineer was unable to verify the reported defect. Since no foreign matter was present the root cause could not be determined from the photo. This was the second reported case of foreign matter associated with this lot and no corrective actions were deemed necessary at this time. A review of the device history record was performed on the reported lot and no defects were found during production. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.